Event description:
It was reported by an attorney that the patient underwent a gynecological procedure concurrently with anterior repair, cystoscopy, ureteral efflux, foley cath insert on (B)(6) 2010 and meshes were implanted. It was reported that she experienced pain, bleeding, infection, urinary problems, dyspareunia , erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ urinary problems; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.